Event description:
2-hours into dialysis treatment, tech noticed solution bag had increased volume. Found that pt had received approx 1000 cc of dialyzer. He was removed from machine and weighed. Found to be heavy. Dialysis was completed with another machine.